Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.2-p001 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type l2+ *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
An mhra user report has been received, reported by the user "I experienced an issue with my insulin pump where it wasn't delivering insulin without me realising. It's possible the canula had become dislodged, I am not sure. My concern is that it alerted to say my glucose level had risen above my preset limit (11.2 mmol/l) so I acknowledged the alert and took corrective action through the pod, however my glucose level continued to rise due to the insulin delivery issue but I received no further high glucose alerts. It was only when I manually checked it some time later than I realised what was happening, at which point my glucose level was over 20 mmol/l. If I hadn't manually checked my glucose level would have continued to rise with no further high glucose alerts which could have had very serious medical consequences such as diabetic ketoacidosis. I believe there should be further alerts for persistent high glucose".